Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported by the health (B)(6) website that a facility reported a unspecified infection. An unexpected medical intervention and serious injury illness impairment was reported. No further information. Cause not established.